Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula with a infusion sets after 3 hours after insertion on (B)(6) 2024. The site of insertion was in the abdomen, which was regularly rotated. Patient's blood glucose level at time of event was in range of of 230-250 mg/dl therefore patient replaced infusion set and resumed insulin . No further information available.

Manufacturer narrative:
E1: patient country: united states.